Event description:
According to the reporter: the balloon burst inside the patient cavity. The balloon was retrieved with all the pieces. It was not reported how the case was completed. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated colostomy, formal laparotomy, re-operation, or conversion to open procedure.

Manufacturer narrative:
(B)(4).